Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that they were seeing a power on reset (por) message on the patient programmer (pp). They noted that they did shock the patient, but that was not related to the device. They patient was having an endoscopy done with electrocautery, the reason for which was unrelated to the system. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.